Manufacturer narrative:
The insulin pump was received with a loose/protruded drive support disk, a missing end cap sticker, a minor scratched display window, and a cracked reservoir tube lip. The pump was unable to prime during the prime/compromised force sensor system test due to the loose/protruded drive support disk. No compromised force sensor system alarm was noted. There was a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, and displacement test. They were unable to perform the occlusion test and no delivery test due to the prime anomaly.

Event description:
The customer reported via phone call that he was filling his reservoir and getting a compromised force sensor system alarm on the insulin pump. Customer was changing his set and stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that the dome label sticker also came off. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.